Event description:
It was reported, the patient's device was in overdischarge because, the patient had not recharged their device for at least 2-3 months. It was also reported, the patient met with a manufacturer representative one week prior to report and their battery was brought out of overdischarge and the power-on reset was cleared. The patient's battery was reportedly not holding a charge and it depleted down within 1-2 hours, which caused the patient to have to charge every day. It was reported, the patient's device was set at 10.5 volts with two programs. The patient reported, they got eight coupling bars but could not charge past 50 percent. The patient also reported they lost all coupling bars when they got to 50 percent. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2010 (B)(6), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3888-45 lot# v496745, implanted: 2010 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 3888-45 lot# v496745, implanted: 2010 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient met with their manufacturer representative five days prior to report and they found ¿nothing wrong¿ other than the patient¿s battery was implanted upside down. It was reported the patient¿s charging intervals were approximately a half hour at a time, not hours. It was also noted the patient¿s charging antenna would lose connection and turn off. The patient reportedly had three programs running simultaneously at very high voltages. It was stated that all of the patient¿s questions were answered.

Manufacturer narrative:
(B)(4).